Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was taken to the emergency room by paramedics after losing consciousness. Blood glucose level at the time of the incident was 17 to 20 mg/dl. Customer stated that he was treated in the emergency room and released. The insulin pump was not replaced or returned for analysis.